Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an extremely calcified, tortuous circumflex artery. (Cx). During the middle of the procedure, the oad stalled, leading to the oad and viperwire guide wire becoming trapped and fracturing in-vivo. Despite several attempts to remove the oad and viperwire with balloon angioplasty, microcatheters, and non-abbott devices, the oad and viperwire remained stuck in-vivo. There was no surgery scheduled to remove the oad and viperwire and the patient was tolerating the situation well. It was indicated there was a delay to treatment as a result of the event. 30 centimeters of the fractured component remained in-vivo. The vessel diameter was 3.5 millimeters.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, entrapment of device, unexpected shutdown, device embedded in tissue or plaque, delay to treatment, foreign body in patient, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the material separation, entrapment of device, unexpected shutdown, device embedded in tissue or plaque, delay to treatment, foreign body in patient, and unexpected medical intervention is due to patient disease state or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h2, h6, h10 (codes 4118, 3233, and 11 no longer apply) h10: the viperwire guide wire reported in b5 is captured under separate medwatch report.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire reported in b5 is captured under separate medwatch report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an extremely calcified, tortuous circumflex artery. (Cx). During the middle of the procedure, the oad stalled, leading to the oad and viperwire guide wire becoming trapped and fracturing in-vivo. Despite several attempts to remove the oad and viperwire with balloon angioplasty, microcatheters, and non-abbott devices, the oad and viperwire remained stuck in-vivo. There was no surgery scheduled to remove the oad and viperwire and the patient was tolerating the situation well. It was indicated there was a delay to treatment as a result of the event. 30 centimeters of the fractured component remained in-vivo. The vessel diameter was 3.5 millimeters.